Event description:
It was reported that; "the connection between the tube and hub came off while the device was in place on the patient. There was no harm to the patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that; "the connection between the tube and hub came off while the device was in place on the patient. There was no harm to the patient."

Manufacturer narrative:
(B)(4). The customer report of a sheath sidearm separation was confirmed through complaint investigation of the returned sample. The customer provided one image showing the point of separation between the side arm and the hemostasis body and returned one arrow psi sheath, one arrow cath-gard, and one acuson acunav ice catheter (non-arrow) for analysis. Visual analysis revealed that the sheath sidearm separated from the hemostasis valve body. Despite the damage, the sample met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the returned sample and confirmation from manufacturing and r & d, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.